Manufacturer narrative:
Product has not been returned to the manufacturer for evaluation. If product is returned evaluation will be completed and final report will be submitted.

Event description:
"Cc2201 lot # 1037964- when veres needle was removed after insufflation the tip of veres was bent, almost broken off. X-ray was done on patient to make sure no pieces of metal. Cc2201- lot # 1034488- tips veres needle broke but did not come off. Nothing unusual regarding insertion when gas wouldn't go through it. Pulled out and saw tip was broken. Cc2201- lot # 1039649- insufflation needle inserted, insufflation attempted and failed. Second attempt at needle insertion; discovered tip was broken."